Event description:
The customer reported that the system shut down w/o command. There is no report of pt injury or death.

Manufacturer narrative:
The system was used all day by the customer and no further issues were noted.